Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It has been reported that one syringe 10ml ll bns has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that a hair was found on a syringe. Dear supplier, please review the information below for one of your products. There is no sample available event date: (B)(6) 2019. Product malfunction/failure mode: contamination-hair. Product description summary: hair was found on 10cc syringe #bf301029. Complaint quantity: (B)(4). Sample available: no. Mfg. Sku number: 301029. Component name: syr,10ml,l/l,w/o shield,nsst equiv=302995. Investigated component lot number: 9064544. Was there an injury: no. Was there a death: no.

Manufacturer narrative:
Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 10 ml ll bns has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that a hair was found on a syringe. Dear supplier, please review the information below for one of your products. There is no sample available. Event date: (B)(6) 2019. Product malfunction/failure mode: contamination-hair. Product description summary: hair was found on 10 cc syringe. #bf301029. Complaint quantity: 1. Sample available: no . Mfg. Sku number: (B)(4). Component name: syr,10 ml,l/l,w/o shield,nsst equiv=302995. Investigated component lot number: 9064544. Was there an injury: no. Was there a death: no.